Event description:
It was reported that during a routine pulse generator check, the device exhibited inappropriate measured battery data. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.